Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Amendment it was reported that the remote system had a red call doctor icon. The communicator successfully completed a pii communication and a yellow alert was seen, it was confirmed that there was no adapter plugged into the communicator. There is no indication of a true red alert condition. Evidence suggests that there is no product malfunction. Ghs.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. Additional information was received detailing that the communicator successfully completed an interrogation and a yellow alert was seen, it was confirmed that there was no adapter plugged into the communicator. There is no indication of a true red alert condition. Evidence suggests that there is no product malfunction.